Event description:
Rptr indicated that the pt's device was turned off for an MRI. During the "off time", the pt went into status epilepticus and was treated with ativan. This returned the pt to baseline state of health and the MRI was completed. The rptr indicated that pt was a physician and pt would not give the name, phone number, hosp or any pt info. No other info will be obtained as the rptr, pt and product info is unk.